Event description:
Baxter reports that a spike of a transfer set was broken. There was no patient injury or medical intervention associated with this incident.

Manufacturer narrative:
There are no samples availaable for evaluation. There are no further maeasures taken relative to this matter. Renal product surveilllance, quality engineering, along with plant manufacturing, will continue to monitor this product line.